Event description:
It was reported that there were discrepancies between the actual values of sensing/pacing rate and the set rate on the external pulse generator (epg). The epg and patient cable were returned for servicing. This event occurred during a routine device check, there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, no failure was found. (B)(4).